Event description:
Additional information received from the consumer reported on a number of early occurrences they presumed the problem was theirs, that they had simply forgotten to turn the neurostimulator off, and when an unexpected on appeared, they dismissed the event as an error on their part. The first occurrences were quite infrequent, but with time the frequency increased. The patient eventually started tracking this occurring and found that one or two occurrences per week occurred with at one time it happening three times, with an occasionally error-free week. It was unknown what led to this with the turning off taking place at bedtime and the discovery of an inappropriate on was random. The patient met with their physician who examined the device and found no problem. No further actions had been taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller stated to seeing a screen that was displaying information such as " linked devices." Pss had the caller exit out of the screen and attempt to connect to the dbs therapy app. The caller confirmed they were able to successfully navigate into the app. The caller stated that prior to calling patient services (pss), they were seeing a no bluetooth message on the handset. The caller stated that in the past 6 weeks or so there have been 5-6 occasions where they thought they turned the ins off at night, but in the morning realized the ins was still turned on. Pss had the caller again connect to the dbs therapy app. Pss had the caller turn on/off the ins and the caller confirmed to doing so. The troubleshooting steps that were taken on the call resolved the issue. No issues were found with the external equipment. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.